Event description:
While using specialty needle holders to manipulate tissue, the lungsten carbide insert separated and the insert was left in th pt's cavity requiring surgical intervention to remove. This was identified two weeks after the initial surgery by x-ray during a follow-up visit.